Event description:
It was reported that during a pt surgery on (B)(6) 2015, the doctor proceeded to open the implant packaging and observed that the outer pouch was well sealed, however, the inner pouch was found to be unsealed. There is indication that the implant was used, which is considered acceptable since the outer pouch was sealed.

Manufacturer narrative:
Investigation is in progress.